Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as it is unknown if the lens remains implanted. Section d6b - explant date: unknown, as it is unknown if the lens remains implanted. Section e1 - telephone number: (B)(6). 4581 - appropriate term / code not available: device decentered or dislocated or tilted subluxated or wrong position: device dislocation. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) could not be centered due to zonulolysis (zonular dehisence). No further details were provided.